Manufacturer narrative:
The aware date should have been 01-03-2020 in the initial report. No product was returned for this complaint; however, the customer did provide an event history log (ehl). Upon review of the ehl, it was determined and confirmed that the customer's reported problem of an over infusion during a programmed bolus was experienced by the customer. It was determined that the cause of the customer's reported problem to be an issue with the software.

Manufacturer narrative:
Correction: b1, h1. The patient required medication to address hypotension as a result of the event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd medfusion pump, a 60ml syringe ran dry, while the pump was delivering a bolus during a continuous infusion. The reporter indicated that the entire bolus was not delivered before the syringe run dry, subsequently a new 60ml syringe was placed on the pump and "yes" was selected for "continue same infusion?" Prompt. Following this, it was reported that the IV line was primed and the start key was pressed, and the screen stated that there were 6 seconds remaining on the bolus. The reporter also indicated that after the user selected "yes" to "continue same bolus?", the time remaining on the bolus changed from 6 seconds to 55 minutes and begun infusing the bolus and the entire syringe would have been delivered by the pump in a matter of minutes. No adverse effects were reported in this event.